Event description:
A customer reported that an epiq cvx ultrasound system's control panel arm was not locking at the base. The issue was discovered while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips field service engineer reseated the control panel bushing and secured the bushing in place, resolving the reported issue. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.